Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device to perform a visual inspection and observed that the cough assist valve was stuck in a forward position and its poppet was bent at an angle. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the cough assist valve.

Event description:
It was reported to ventec that the device needed service. During evaluation ventec observed that the device was rebooting by itself. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
Section h6, component code, of the initial medwatch report stated: g04135 (valves). Section h6, component code, of the initial medwatch report should have stated: g04135 (valves) and g04111 (ring). Section h6, investigation findings, of the initial medwatch report stated: c07 (mechanical problem identified). Section h6, investigation findings, of the initial medwatch report should have stated: c0706 (stress problem identified). Section h11, additional mfg narrative, of the initial medwatch report stated: h6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device to perform a visual inspection and observed that the cough assist valve was stuck in a forward position and its poppet was bent at an angle. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the cough assist valve. Section h11, additional mfg narrative, of the initial medwatch report should have stated: h6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.